Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 as the correct date of the procedure cannot be confirmed. Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to close and lock onto tissue; however, the clip would not release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.